Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivered two boluses without user input. Customer's blood glucose (bg) was 116 mg/dl. Multiple attempts were made by tandem technical support to inform customer of t:connect findings; however, the customer did not respond.